Event description:
It was reported that during a da vinci s surgical procedure, the harmonic curved shears insert accessory broke and a components fell into the patient. The broken pieces were retrieved and the planned surgical procedure was completed with a 5-10 minute delay. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument accessory has been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (upon completion of failure analysis) or if additional information is received.